Event description:
During a laparoscopic cholecystectomy with scopes placed inside patient, the image became very dark. The light cords were changed and the problem continued. Another tower was brought in to use a different light source. The image still appeared very dark. When focused at the white sponge the image appeared bright.